Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with an elevated bg level; however a value was not given. Reportedly, customer delivered too small of a bolus for the amount of carbohydrates consumed. Reportedly, customer attempted to self-treat via manual dose injection, however; was treated intravenously with fluids of saline and insulin. The customer was released on 6/19/23 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.